Event description:
It was reported the pump and catheter were removed on (B)(6) 2014 due to an infection, but it was unknown if the system was replaced. It was further reported nothing was wrong with the pump. It was noted there was not a manufacturer representative (rep) present at the explant and the doctor did not contact anyone about this explant at all, he just called and asked the rep to dispose of the pump. There was no further information given regarding the infection. Additional information received reported perioperative antibiotics were administered and the date of onset/diagnosis was ¿(B)(6) 2014 (earlier).¿ it was noted the patient did not have meningitis and the signs and symptoms of the infection included redness and swelling. The primary location of the infection was the device pocket and a culture of the pocket was obtained and showed (B)(6). It was also reported treatment included intravenous (IV) antibiotics and the infection resolved. Drug withdrawal symptoms included increased dystonia. It was noted prior to the implantation of the device risk factors that apply to the status of this patient included debilitated status. The pump was being used to deliver lioresal.

Manufacturer narrative:
Concomitant product: product ID 8780, serial # (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2014, product type catheter. (B)(4). Analysis results were not available as of the date of this report. A follow up report will be submitted when analysis is complete.

Manufacturer narrative:
Analysis of the pump revealed no anomalies. Analysis of the catheter revealed no significant anomalies.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.